Manufacturer narrative:
(B)(4).

Event description:
It was reported that failure occurred. Data was evaluated and the allegation was confirmed as a transmitter failure. The root/probable cause was determined to be transmitter failure. The reported event of a failure is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.